Event description:
Hcp reported the pt experienced increased spasticity when 51 month old pump study showed compounded baclofen drug was not leaving the pump and later the hcp could not interrogate the pump. The catheter was no longer in the intrathecal space. The pt underwent pump and catheter replacement. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.